Event description:
Resident found between air mattress and side rail with face towards mattress. Resident was blue and not breathing. Resident repositioned; breathing did not resume. Resident was a "do not resuscitate" status.